Manufacturer narrative:
The handpiece has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the probe on the thunderbeat handpiece broke off inside the pt. The broken tip was retrieved. The procedure was completed. There was no pt injury reported.